Manufacturer narrative:
Received = 1x propex ii unit sn: (B)(6). Propex ii battery. Sav battery level too low to be recharged. The battery voltage is too low. With this voltage: it is impossibe to charge the battery and it is impossible to turn on the device. The cause of this problem is probably a too long storage. Replaced 1x p2 battery (B)(6).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a propex ii eur gave incorrect measurements. No injury occurred.